Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ creases/folding of implant: was observed, fold creases. Additional observations: ¿ deformation is observed. ¿ wear abrasion is observed. ¿ one split in patch that assessed as a workmanship, not related to the reported complaint. A further investigation is requested to analyze the split in patch observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Any creases observed during surgery via rga. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Any creases observed during surgery via rga. Device has been explanted and replaced.